Manufacturer narrative:
The field service engineer determined the mixer joint was loose and the mixer was slipping when spinning. The teflon tip of the sample probe was not covering the whole probe tip. The mixer was replaced and the mixer joint was tightened. The sample probe was replaced. Performance testing was run and passed. Precision studies were performed. The customer ran controls and all passed. There were no alarms on the last calibration performed on (B)(6) 2019. Quality controls were within range, showing no indication of a reagent or instrument performance issue. The sample centrifugation time was too short and speed was too high. Upon review of the alarm trace, no relevant alarms were observed. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received a discrepant result for one patient sample tested with the elecsys troponin t stat assay on a cobas e 411 immunoassay analyzer. The patient sample initially resulted with a troponin t value of 0.29 ng/ml and this value was reported outside of the laboratory. A new sample was collected from the patient and this resulted with a troponin t value of < 0.010 ng/ml. The original sample was then repeated twice on the same analyzer, each time resulting with values of < 0.010 ng/ml. The original sample was also repeated twice on a second analyzer, each time resulting with values of < 0.010 ng/ml. The < 0.010 ng/ml value was believed to be correct. The troponin t reagent lot number was 390066. The reagent expiration date was requested, but not provided.